Event description:
Mammary takedown required use of disposable "bulldog" clip to occlude blood flow until anastamosis. Surgeon noted blood in chest and discovered that the "bulldog" had fallen apart. All pieces were recovered.